Event description:
Related MFR report number: 2017865-2023-94274 it was reported that a patient presented to clinic for follow up. Device interrogation revealed loss of capture on the atrial and right ventricular (rv) leads. The atrial and rv leads were found to be dislodged. No changes or interventions were reported. The patient condition was stable.